Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient that the patient was inquiring about a standing magnetic resonance imaging (MRI), but noted that it was not due to a problem with the device or therapy; it had nothing to do with the implant. The patient reported that the implantable neurostimulator (ins) had not worked for his symptoms since implant, thus the physician wanted to do a standing MRI to determine the cause. Indication for use included non-malignant pain. Additional information was received from the patient that reported that it was determined that the patient could get a standing MRI with the implantable neurostimulator in his back. He received the information. No actions or interventions were reported to have resolved the problem. Additional information was received from the patient that reported that they originally got a new "mash" (interpreted as machine) to resolve the device not working for their symptoms. Later, the settings were changed. The device not working for their symptoms had resolved as of 2016-06-03.

Manufacturer narrative:
(B)(4). Additional information received clarified that the implantable neurostimulator had not been replaced due to the therapy being ineffective for the patient and that there was no surgical intervention taken to preclude permanent impairment. This event no longer meets the reporting requirement stipulated in 21 cfr 803. There will not be any more reports sent regarding this event.

Event description:
Additional information was received from the patient that reported that there were no symptoms related to the devices or therapy. His health care provider just wanted to look at his spine in detail, asked for an MRI, but it turned out that he cannot have an MRI with the device implanted. The MRI compatibility was the only reason that he called patient services. The patient denied having any complaints with the current or previous device. The patient could not recall what he wrote, but he reported that the device works, but it is not effective for him. The patient did not have any complaints about the device or therapy. The patient's medical history includes having an external device first and then he got the implantable one.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.